Event description:
It was reported that 229 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) of the proximal left anterior descending artery (lad). The index procedure included one target lesion. Target lesion 1 was a 3.0 mm vessel diameter, 70% stenosed bifurcated region of the proximal lad. The bifurcation is located at the 2nd diagonal. The physician predilated the target lesion prior to successfully placing one taxus express2 8.8% 2.5x24 mm (lot 631258o) drug eluting stent without complication. After placing the drug eluting stent the physician passed a balloon into the 2nd diagonal and proximal lad and performed the kissing balloons technique. The pt was discharged 1 day post index procedure receiving lipitor and plavix. The site reported that 229 days post index procedure the pt underwent a tvr of the proximal lad to alleviate distal edge and focal in-stent restenosis. The physician performed brachytherapy and angioplasty with a cutting balloon in the target lesion. The pt was discharged 1 day post tvr.

Event description:
It was further reported that the pt was enrolled in the arrive program on the date of the index procedure. Target lesion 1 (20 mm long) was identified in the proximal to mid lad with 70% stenosis and a 3.0 mm reference vessel diameter. The target lesion treatment was attempted with direct placement of a 2.5 x 24 mm taxus stent, however, the stent was unable to cross the lesion. Therefore, the lesion was predilated and, subsequently, the 2.5 x 24mm taxus was successfully deployed and post-dilated. There was 0% residual stenosis in the stented segment, however, diag2 was jailed. The occlusion of the diag2 was successfully treated with kissing balloon inflations of the lad and the ostium of diag2. There was 0% residual stenosis in diag2 following the procedure. The pt tolerated the procedure well and was discharged one day post index procedure on plavix and asa. The pt was readmitted 227 days post index procedure after developing chest pain. She had, earlier in the evening, had a nose bleed and had split out blood while brushing her teeth. The pt had stopped plavix due to significant bruising and, more recently, had stopped asa. At admission, the pt's troponin was slightly elevated by ECG revealed no acute changes. Cardiac catheterization two days later revealed that the lmca had 30-40% ostial stenosis, the lad (target vessel) had 70% instent restenosis and 50% ostial stenosis of diag, the lcx had 40% ostial stenosis, adn the rca was totally occluded. The instent restenosis in the lad was treated with cutting balloon angioplasty and subsequent brachytherapy. The residual stenosis was 35%. There were no reported complications and the pt was discharged one day post tvr on plavix and asa. In the opinion of the physician there was a probable relationship between the event and the taxus stent.